Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused too quickly during therapy (dose, programmed amount and delivery rate unknown). The medication infusing at the time of infusion was propofol, and it was infusing faster than the rate programmed. There was no known patient injury or medical intervention associated with this event. No additional information is available.